Event description:
Per the audiologist, the patient reported decreasing performance when using the cochlear implant system. Results of an integrity test done in 2006 were consistent with normal receiver/stimulator function with multiple faulty electrodes. The faulty electrodes were deactivated in the patient's sound processor. Due to the patient's decreasing performance, the device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, november 18, 2008.